Event description:
It was reported that shaft break occurred. The target lesion was located in a calcified vessel. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, during the procedure in an attempt to cross the lesion, there was a fracture in the hypotube. The procedure was completed with another of same device. There were no patient complications nor injuries reported.